Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell around the first of (B)(6) 2017 and noticed the stimulator did not work as well. A clinical diagnosis of a fall with change of stimulator efficacy was reported. The patient reported a change in efficacy on (B)(6) 2017. The results of the device interrogation and device data on (B)(6) 2017 were unknown. An examination on (B)(6) 2017 indicated a lack of efficacy and dead battery. Imaging was performed on (B)(6) 2017 and the results were unknown. On (B)(6) 2017, a manufacturer representative recommended the ins be replaced with a non-rechargeable device. The patient had several neurotomies since and was considering replacement of the ins to an non-rechargeable ins per the manufacture representative's advice. No actions were taken and the event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the clinical study. The clinical diagnosis was change of stimulator efficacy. The patient's fall changed the effectiveness of the ins. It was unknown what type of battery depletion occurred. The cause of the stimulator not working as well after the fall was not determined. There were no impedance measurements out of range. No action was taken. The explant had not yet been done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient did not show up to an appointment on (B)(6) 2017. The appointment was rescheduled for (B)(6) 2017. Additional information received from the healthcare professional reported that the patient was scheduled for a stimulator replacement on (B)(6) 2017 with the manufacturer's new model ins. Additional information received from the healthcare professional reported that the patient's depleted ins was explanted/replaced with a new ins due to battery depletion on (B)(6) 2017. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported the patient's baseline weight.